Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the inspection of the device, the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely, the following led to the malfunction: the detached light guide adapter indicates, rough handling and wear, due to the age of the lens. The scratches at the distal end, are due to wear and tear caused by the age of the optics. The foreign body in the through-view is also, due to wear caused by frequent use of the optics. A particle has become detached inside and has stuck to the mask in the eyepiece. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid arthroscope light guide connector loosened and came off. There were no reports of patient harm.